Event description:
It was reported that an atrial lead warning triggered. It was noted the right atrial (ra) lead had increasing threshold, oversensing and the unipolar lead impedance was higher than the bipolar lead impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.